Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 1:00 pm the customer had a lab test and the result was 2.5 inr. At 2:12 pm the customer tested by fingerstick on the meter and the result was 4.5 inr. The customer has a therapeutic range of 2.0-3.0 inr. The customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no diet changes, no new illness and no bleeding or bruising. There was no allegation of an adverse event. The meter and test strips were requested for investigation. Retention test strips (lot 345213) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.